Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of the 2.5x15mm nc trek balloon dilatation catheter (bdc) the hub separated from the shaft. Another device was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay reported. No additional information was provided.